Manufacturer narrative:
Patient information was not provided. Approximate age of device - the centrimag motor is not a single use device. Approximate age of the device from the manufacture date is 4 years and 4 months. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was being supported by an extracorporeal circulatory support pump. It was reported that the blood pump did not rotate easily once installed in the centrimag motor. Biomed loosened and re tightened 4 screws on the centrimag motor trying to troubleshoot this issue with no resolution. There was no reported adverse impact to the patient.

Manufacturer narrative:
Approximate age of device - 5 years, 1 month.

Manufacturer narrative:
The reported event that on centrimag motor the blood pump does not rotate easily once it is installed in the motor was unable to be confirmed. The returned centrimag motor was evaluated and tested by technical services and the reported event was unable to be reproduced. The pump was able to be installed onto the motor without issue. The unit ran for an extended period time at different speeds while maintaining a normal rotation. No issues were observed. The motor cable was also inspected and no issues were found with the cable. A full functional checkout was performed and the unit passed all tests. The unit will be returned to the customer site. The specific cause of the reported event was unable to be determined during this investigation.